Event description:
A female in nursing home with history of falls from bed. There was a low flow air mattress of unk type on hill-rom osprey p871 electric long term care bed. The bed clip alarm was not functioning. The pt slipped between the rail and the mattress and was found sitting on floor, head and neck in rail, sitting up. Autopsy found that she died of mechanical positional asphyxia. The low flow air-mattress is not identified at this time.